Manufacturer narrative:
An event of perivalvular leak and material separation (gap between the sewing ring and the aortic annulus), dyspnea, and fatigue was reported. Information from the field indicated that the pvl was believed to have worsened. The patient had a symptoms of dyspnea and fatigue. A returned device assessment, to see if there were any anomalies with the valve could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported perivalvular leak and material separation could not conclusively determined. The reported dyspnea and fatigue are the symptoms due to pvl. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on an unknown date in 2006, a 23mm regent heart valve with flex cuff was successfully implanted in a patient. On (B)(6) 2023, it was noted via cardiovascular computed tomography scan, that there was perivalvular leakage of the valve present. Further inspection revealed a gap between the sewing ring and the aortic annulus measuring up to 4 mm in diameter in diastole adjacent to the native left coronary cusp. The patient was noted as having new york heart association class 2 heart failure, dyspnea when walking up stairs, and worsening fatigue. The decision was made to implant a 8x4mm amplatzer valvular plug 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Field d6a - implant date is estimated.

Event description:
It was reported that on on an unknown date in 2006, a 23mm regent heart valve with flex cuff was successfully implanted in a patient. On (B)(6) 2023, it was noted via cardiovascular computed tomography scan, that there was perivalvular leakage of the valve present. Further inspection revealed a gap between the sewing ring and the aortic annulus measuring up to 4 mm in diameter in diastole adjacent to the native left coronary cusp. The patient was noted as having new york heart association class 2 heart failure, dyspnea when walking up stairs, and worsening fatigue. The decision was made to implant a 8x4mm amplatzer valvular plug 3.